Manufacturer narrative:
Additional information was received on 8/22/2019. The device was explanted on 8/1/2019. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate plus profile 450cc saline prostheses was performed. 2. Is other serious-uncheck 2. Is required intervention-check the investigation of the returned photograph was completed by the failure analysis lab on 9/3/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. During evaluation of the device a tear measuring approximately 0.4 cm was observed on the posterior view within a crease. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. The lot number was updated based on the device returned. The correct lot number is 265809. A manufacturing record evaluation (mre) was performed for the finished device number 265809, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced spontaneous right sided deflation post procedure. The prosthesis was stated to have flattened. An official medical diagnosis is still pending. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.